Event description:
The fe reported that the system displayed a generator lock error message. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins on the interconnect cable were found loose and were reseated. The generator sram battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.